Event description:
Patient was revised to address disassociation of the head from the stem. The head was on the stem, but it was obvious that the head wasn't engaged on the morse taper. Metallosis was everywhere. Patient also had pain. (Shoulder).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the head was not provided. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the stem was unavailable. Provided information states the head was on the stem but was obvious the head wasn't engaged on the morse taper, metallosis was everywhere. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.